Event description:
It was reported that during an angioplasty procedure, the pta balloon and the catheter shaft allegedly detached. It was further reported that the detached part was removed using loop and vascular surgery was additionally performed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 09/2024);

Event description:
It was reported that during an angioplasty procedure, the pta balloon and the catheter shaft was allegedly detached. It was further reported that the device could not be retrieved through the sheath. Reportedly, the detached part was removed using loop and vascular surgery. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos were reviewed. All the three photos show the detached balloon and the coiled catheter; no other anomalies have been noted. Therefore, based on the photo review balloon detachment can be confirmed and difficult to remove could not be confirmed on the findings, no conclusion can be made. Therefore the investigation for the reported detachment is confirmed as the balloon noted to be detached form the catheter was able to noted from the submitted photos. However, the investigation for the reported difficult to remove remains inconclusive as no conclusion can be made form the submitted photos due the condition of the device. A definitive root cause for the reported detachment, difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.